Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported applying one bengay moist heat therapy pad (no active ingredient) once on (B)(6)-2009 to hip to relieve her arthritic pain. After 5-6 hours of administration sitting in a chair, she had a seeping burn on her hip, with large blisters. On unspecified dates, the consumer visited her physician three times. As treatment, she used neosporin (bacitracin zinc, neomycin, polymyxin b sulphate), sulfadiazine silver cream (non-company drug) twice daily for two weeks, duoderm tape (non-company drug) once every two days, and applied bandages. As of (B)(6)-2009, the outcome of the events was not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/ laboratory testing. It cannot be ruled out that the product may have possible caused the event.